Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer stated that his blood glucose level was 84 mg/dl, he went for a walk, had breakfast and gave insulin but blood glucose went up to 481 mg/dl. Customer stated that his blood glucose level had been high since around 11/16/2015 and he experienced nausea and excessive thirst. Blood glucose at the time of the incident was 304 mg/dl. Blood glucose at the time of the call was 481 mg/dl. During troubleshooting, the customer stated the drive support cap is recessed. He declined to check for site/insulin issues. One air bubble was found but no insulin leak and insulin did exit the tubing during prime. The insulin pump passed the high pressure test. The customer changed the infusion set and was able to prime and was assisted with changing the time. The insulin pump would not be replaced.